Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 46-year-old hispanic female patient underwent revision breast augmentation with 500cc mentor smooth round high profile on both sides and experienced bilateral capsular contracture; baker grade ii, and right side breast implant deflation postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On august 19, 2022, mentor became aware of the following and corresponding fields have been updated on this form: race has been updated to "white" under field a6; date of event has been updated to "7/10/2022" under field b3; field d1 for brand name has been updated to "mentor memoryshape lm plus resterilizable gel sizer"; field d4 for catalog number has been updated to "rsz1357s"; field d4 for lot number has been updated to "6906733"; field d4 for serial number has been updated to (B)(6); field d4 for unique identifier( UDI) has been updated to (B)(4); field g4 for PMA/ 510(k) has been updated to "k151055". A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 23, 2022, lot number was updated back to 6906723 under field d4 as reported under the initial submission. All related fields were also updated correctly throughout this form. This was done due to the fact that the previous product (memory shape lm+ 415cc, sizers) does not match with the event description (deflation). If additional clarification or information received, a supplemental report will be submitted. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4), product and related information updated under corresponding fields.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).